Manufacturer narrative:
As no further information concerning this report is expected, our investigation is complete. This investigation will be updated should further information be provided.

Event description:
Boston scientific received information that this device and associated lead displayed noise and oversensing that led to approximately two seconds of asystole. Isometrics were not able to reproduce any noise. Reprogramming options were discussed. There were no adverse patient effects reported. The system remains in service.